Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was installed onto a test system and powered on where issues were found when attempting to program. The programming issues pointed towards a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary wedge resection surgical procedure, the customer encountered a power surge at the hospital and the system would not power up all the way. The logs were not available at the time of the call. Prior to calling in, the customer power cycled twice and each time it would not power up all the way. The power button on the tower kept blinking blue and the robot had a message of trying to connect to the tower. The console head controls were blinking blue. The customer was pulling the system out of the room when they called to replace it with another system. Troubleshooting was done at the time of the call. The caller stated that they had another da vinci 5 in another room that got the power surge also, but it was able to power cycle and recover. They called back to inform they moved the system to a new room and were able to power each component up individually. The reporter found the tower was flashing a blue led and the robot and console were powering up normally. The procedure was aborted to another da vinci with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to port placement.